Event description:
It was reported that the customer's blood glucose level displayed as "high," but a specific value could not be confirmed as the reading was obtained solely from a cgm and was not verified with a bg meter. The patient contacted technical support for assistance with changing the infusion set, and technical support helped the patient put on a new infusion set, observing drops at the end of the new tubing. No further assistance was required.